Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that: "we were notified of a complaint from a customer stating defective catheter. When placing arterial line in patient, the wire got stuck in the catheter and when pulled out of the patient, the wire came unwound". The device was removed, and they obtained a new arterial line for reinsertion. The procedure was completed on the opposite arm. The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "we were notified of a complaint from a customer stating defective catheter. When placing arterial line in patient, the wire got stuck in the catheter and when pulled out of the patient, the wire came unwound". The device was removed, and they obtained a new arterial line for reinsertion. The procedure was completed on the opposite arm. The patient had no harm or injury.